Event description:
It was reported that during the procedure when the balloon of the stent delivery system (sds) was inflated to deploy the stent, it was noticed that the stent had dislodged from the balloon outside the anatomy. There was no reported patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to inspect the device before use. Evaluation summary: evaluation of the returned multi-link rx vision stent delivery system (sds) noted blood was visible in the guide wire lumen, and crystallized contrast in the inflation lumen and the loosely folded balloon. These findings are consistent with the reported information that the device was prepared for use, loaded onto a guide wire and pressurized during the procedure in attempt to deploy the stent. The stent implant was not returned, confirming the reported stent dislodgement. There were crimp marks visible on the balloon between the markers, indicating that the stent had been originally positioned correctly and securely at the time of manufacture. The protective sheath was not returned for analysis, which may have aided the investigation. It is possible that the stent dislodged from inadvertent mishandling during preparation for use; however, the exact cause cannot be determined. Potential factors that can contribute to stent dislodgement outside the body prior to use include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. Also noted during the analysis were multiple bends throughout the entire length of the hypotube. Since this damage was not originally reported in the case description, the shaft likely bent from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Although a definitive cause for the reported stent dislodgement cannot be determined, there does not appear to be any indication of a product quality deficiency. As reported above, the stent was not noticed to be dislodged until after the sds was advanced inside the patient anatomy and inflated. It should be noted that the inspection prior to use section of the instructions for use (IFU) states: prior to using the multi-link vision rx or otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested for stent movement to verify stent security.